Event description:
It is reported that during a tfn procedure on (B)(6) 2013, as surgeon was inserting the helical blade into the nail, the blade stopped. X-rays showed that the blade was hitting the wrong portion of the nail. The blade would not go into the center hole of the nail. Also, when surgeon attempted to remove the nail, the nail would not disengage from the aiming arm. At that point, the surgeon removed all hardware and started over what a new set of instruments and implants. This issue caused surgery to extend an additional 20 minutes. This report is for an unknown blade. This is 8 of 8 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product code - hwc.